Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer lost consciousness and was then taken to the hospital. Customer went to the hospital (B)(6) 2024 and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.